Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch "inserted a 20 gauge 10cm edc into patient's right brachial vein, the catheter did not slide in smooth, so the mechanism was removed. Upon investigation, the tip of the wire was no longer attached to the safety mechanism."